Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned dilution results for 3 patient samples from an in vitro fertilization (ivf) center tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. Based on the data provided, the results for 2 patient samples were erroneous. The erroneous results were not reported outside of the laboratory. Patient 1 initial estradiol iii result was >11010 pmol/l with a data flag when run neat. The analyzer performed an automatic 1:10 dilution and the result was 7428 pmol/l. On (B)(6) 2017 patient 2 initial estradiol iii result was >11010 pmol/l with a data flag when run neat. The analyzer performed an automatic 1:10 dilution and the result was 7795 pmol/l. The customer questioned the dilution results as they were expecting results >11010 pmol/l. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). Qc results were within range. A specific root cause was not identified. Additional information was requested for investigation but was not provided. This issue has been investigated and a general issue was not identified. Patients undergoing ivf treatment exhibit a special general steroid/hormone status which can lead to unexpected linear results when comparing a neat sample to a sample with a 1:10 dilution.